Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 6087194 02-020-11-0320 - truliant ps cem fem ps cem right sz 2; 5737872 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t; ab3521 1400-ag - cemex gento low viscosity 40g kit.

Event description:
As reported, approximately 4 years post the initial right total knee arthroplasty, the patient was revised due to a swollen, painful knee. The poly was revised to a new poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the joint effusion/swelling reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided.h6: corrected health effect and investigation clinical codes.